Event description:
Customer received blood glucose readings of 600, 592, 384 mg/dl from her contour and readings of approximately 84-112 mg/dl from another meter. The differences between the readings fall into the "c" and "d" zones of the consensus error grid, making the differences clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement test strips and meter were sent to the customer.